Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare profession via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's lead migrated south 1/2 vertebral body. The event date was asked but unknown. Patient was seen on the date of the report at clinic for reprogramming. Patient was on hd programming and wanted to change back to ld because they were unsure of pain relief on hd. Patient had x-rays taken to confirm lead placement for follow up appointment and leads migrated down 1/2 vertebral body from mid t8 to top of t9. Programming gave paresthesia in painful areas. Impedances were normal. Patient denies any falls. No further action needed since paresthesia was in correct spot. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.